Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft and an aneurx aortic extension cuff were implanted in the patient for the endovascular treatment of a 65 mm in diameter abdominal aortic aneurysm. It was reported that, approximately seven years post index procedure a CT revealed that there the aneurx aortic cuff had a proximal type I endoleak. Additionally, the CT revealed that the talent bifurcate stent graft had a distal type I endoleak. The proximal neck diameter measured over 30 mm in diameter and the distal right iliac measured over 30 mm in diameter on the day of the CT. Per the physician, the cause of the event was due to disease progression. The patient had a secondary intervention. A 16x13x156 was placed in existing stent graft limb on right extending into right external iliac. The type ib endoleak was resolved. An endurant 36x36x49 cuff was placed proximal to the existing talent bifurcated device. There was a great deal of angle in the neck and the patient right side of the graft did not get full apposition and there was still a persistent endoleak. The physician decided to put coils alongside the graft into the sac to see if he could stop leak. The endoleak was slowed but not resolved and he decided to end the procedure there. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause of the events could not be conclusively determined from the films provided. Pre-implant anatomy information, films at implant, earlier post-implant films and films during the secondary intervention were not provided. The 7-yr post-implant cta's showed that the aneurx cuff was actually implanted in the right common iliac artery. The right common iliac artery was aneurysmal, and there is currently no seal between the aneurx cuff and the right common iliac artery. The 7-yr post-implant cta's also showed marginal proximal seal with minimal talent bifurcate apposition to the aortic neck. It is possible that the right common iliac artery and aortic neck may have dilated since implant due to disease progression, which may have contributed to the proximal type I endoleak from the talent bifurcate and distal type I endoleak from the aneurx cuff. The films provided confirmed that the aortic neck was highly angulated. It is possible that the angulated aortic neck may have contributed to the proximal type I endoleak after implant of the endurant cuff.

Event description:
Additional information received. The physician elected to implant an endurant aortic cuff proximally just below the right renal artery. The physician also implanted another manufacturer¿s stent in the left renal artery. An angiogram revealed that the proximal type I endoleak was resolved and that the left renal artery was perfusing perfectly.